Event description:
It was reported by the aci clinical specialist that (B)(6) male patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the right femoral artery. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the patient was admitted as an out-patient for an aortogram with runoff and possible intervention to the right leg extremity. The physician was unable to access the blockage for intervention and the procedure was aborted. The access site was closed successfully. The patient was transferred to the cardiac progressive care unit at 16:15 where oozing was noted at the access site. No hematoma was noted at this time. Manual compression was held for 30 minutes and the physician was notified. The patient was given 25mg of protamine via an i.v. And was instructed to remain in bed with his right leg straight. At 19:05, the patient complained of pressure in his right leg. A hematoma greater than 5cm in size which extended down the right leg extremity and into the right medial inner leg and thigh was noted. Manual compression was held for an additional 35 minutes at which time the hematoma was manually expressed. A femostop was applied at 70 mmhg (millimeters of mercury). The femostop remained in place from 19:05 on 08/19/13 to 08:30 on 08/20/13 (at 70mmhg for 65 minutes, 45 mmhg for 5.9 hours, 30mmhg for 2 hours, 20mmhg for 3 hours and 0mmhg for 3.5 hours). The patient had doppler pulses in both extremities documented during the entire time. The nurse made rounds on (B)(6) 2013 at 08:30 and had the femostop removed. The patient was kept overnight for site bleeding and discharged on (B)(6) 2013 at 17:30. The facility records do not show a re-admission. The patient was referred to a different hospital for a possible bypass surgery on his right leg extremity for limb salvage.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.